Event description:
Plaintiff alleges type-I latex allergy from exposure to latex gloves and suffers from inter alia, angiodema, allergic rhinitis, tachycardia, itchy, and watery eyes and anaplyaxis. As a further and direct proximate result, plaintiff is restricted in her life as to where she can go, and what she can do and suffers severe emotional distress and an inability to engage in her normal activities. Plaintiff alleges loss of consortium.